Event description:
It is reported that during the procedure, physician used a resolute integrity rx device to treat a lesion with mild tortuosity, mild calcification and 90% restenosis in the rca. The device could not cross the lesion. There was a previously deployed stent in the targeted location. It is reported that during the procedure stent struts were damaged. The device was inspected prior use with no abnormalities noted. The device was prepped before use according to IFU. Resistance was encountered at the lesion but no excessive force was used. Resistance was encountered between the resolute integrity device and other devices used in the procedure. The lesion was not pre-dilated. The previously implanted stent with restenosis is not a medtronic device. The physician completed the procedure with a new stent device. No patient injury reported. Evaluation summary: a number of struts on the 9th proximal segment were raised and deformed. The remaining segments were intact.

Manufacturer narrative:
Evaluation results: patient¿s condition affected effectiveness of device (mild tortuosity, mild calcification and 90% restenosis). Inherent risk of procedure (stent deformation). Deformation problem (stent). Failure to follow instructions (pre dilatation of the lesion was not performed). Related to another drug/device (previously implanted stent in the target lesion, resistance between device and other devices used in the procedure). Evaluation conclusion: failure to follow instructions (pre dilatation of the lesion was not performed). Another device caused failure (previously implanted stent in the target lesion, resistance between device and other devices used in the procedure). Known inherent risk of a procedure. (Stent deformation). Device failure/lack of effectiveness related to patient condition (mild tortuosity, mild calcification and 90% restenosis). (B)(4).